Event description:
Occlusion after two months of use: spvb was implanted on (B)(6) but x-ray suggested occlusion in the system, which was extracted on (B)(6).

Manufacturer narrative:
The returned valve has been analyzed. According to the results, we did not manage to duplicate any obstruction and the pressure setting mechanism meets all its specifications requirements. The valve, the reservoir and the catheters were free from any occlusion. Regarding the setting mechanism, all the pressures meet their specifications according to our acceptance criteria. However, white liquid showing evidence of loaded csf has been found inside the valve, therefore, obstruction was growing and explantation would be necessary shunt obstruction is a known short and long term complication described in the instructions for use.